Event description:
My health started declining after I got breast implants. I developed several autoimmune diseases (hashimoto first), extreme chronic fatigue, neurological damage, widespread burning, pain and tight muscles, I noticed the neurological symptoms about a year after implants, and it has progressed severely over the years. My gi tract paralyzed (gastroparesis and slow motility), had to have gallbladder and colon removed. I have been hospitalized many times for my gi issues, most commonly for ileus. Since implants, I have gotten raynaud's, tremors, small fiber and autonomic neuropathy, brain fog, memory loss, depression, anxiety, chronic sibo and sifo hashimoto, numbness from nerve damage, food sensitivities, new allergies, feel like I have the flu all the time.